Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to dislocation. Additional information has been requested but has not been received.

Manufacturer narrative:
The lot number and serial number provided are not valid for the reported lens. The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. Based on the information provided, the exact root cause of the event cannot be determined. According to the surgeon, patient's pre-existing condition (pseudoexfoliation) was the likely cause of the event.

Event description:
The event refers to the patient's left eye (os). The lens dislocated and was explanted and replaced with an anterior chamber lens. A vitrectomy was performed. According to the surgeon, patient's pseudoexfoliation was the likely cause of the event. Prognosis is good but patient's pre-existing armd will limit vision.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection of the lens found one haptic bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history record was reviewed and there were no non-conformities or anomalies related to this complaint.